Event description:
It was reported there was a black screen with different languages, programmer error. The repair disk was attempted but did not fix. The programmer was returned for repair, test, and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer boots up to a system error and there was a black screen with 5 different languages. Analysis found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly is loose. Lem printed circuit board assembly found out of electrical specification. (B)(4).